Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Customer's blood glucose was over 400 mg/dl at the time of admission. The customer was treated with an insulin drip for their high blood glucose. It was also found the customer was hospitalized for seizures that were not diabetes related. The customer's alarm history showed several no delivery alarms had occurred. The reporting nurse also stated the insulin pump did not alarm no delivery during troubleshooting. Troubleshooting was able to confirm the insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.